Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user contacted customer care to report inaccurate readings from their continuous glucose monitor (cgm). The user was educated about the lag between bg and interstitial fluid readings and other general statements, but the issue was not resolved through explanation. The case was escalated for further review. The next level of support recommended allowing the system more time to adjust. They advised the user to continue calibrating as needed and to contact support if issues persisted.

Event description:
The user contacted customer care to report inaccurate readings from their continuous glucose monitor (cgm). The user was educated about the lag between bg and interstitial fluid readings and other general statements, but the issue was not resolved through explanation. The case was escalated for further review. No injury or medical intervention was reported.